Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient and his wife stated that there is blood on the bandage and it is coming loose. They think a wire may have come loose or migrated. There is blistering under the bandage and he is bleeding. Patient stated his stimulation is irritating and painful. I tried to have him turn it down but he wanted to wait until he speaks with either the nurse or the doctor. Additional information was received 09/27/2021 indicating that the pt reported they had a bleed and was "bleeding from the site" and they called pt's dr and was told to put some more gauze on the site. Pt stated everything has been working well since then and this has resolved. Pt inquired if their site could be damaged. Reviewed role of ps. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at thi s time.

Manufacturer narrative:
Other applicable components are: product ID: 306001, lot# unknown, product type: screening device. Product ID: 309201, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.